Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or particulate testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported finding two fibers in the incisions of a patient postoperatively. The fibers were not removed. Additional information and product sample have been requested.